Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported fingerstick values were entered during rapid rate change. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system dexcom share system user's guide states: do not calibrate if your blood glucose is changing at a significant rate, typically more than 2 mg/dl per minute. Do not calibrate when your receiver screen is showing the rising single arrow or double arrow, which indicates that your blood glucose is rising 2-3 mg/dl/min or more than 3 mg/dl/min. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow, which indicates that your blood glucose is falling 2-3 mg/dl/min or more than 3 mg/dl/min. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings.